Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator did not register the peep (positive expiratory end pressure) that was set by the user. The patient involvement is unknown. (B)(4).

Event description:
(B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse). It was not possible to duplicate the reported peep issues. The ventilator passed all safety and functional tests and was cleared for clinical use. As the issue could not be duplicated, it has not been possible to determine the root cause of the reported event. There is no technical malfunction with the ventilator. (B)(4). Ref. Exemption #: e2018003. (B)(4).